Event description:
It was reported by bd clinical consultant that the trigger for bolus to becomes available on the screen is the vtbi being entered and not the dose. This contributed to programming error and then there was no priority alarm at the end of the infusion. The bd clinical consultant indicated they have 12.3.1.2 and were able to replicate this issue. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: concomitant med prod data (8015), c20 - no findings available, d15 - cause not established. Correction: describe event or problem , medical device catalog #, medical device model #. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Investigation summary: the report of the devices not alarming at the end of the infusion was confirmed by a bd clinical consultant. The provided evidence by the bd clinical consultant was sent to software engineering to acer: the user programs a bolus-only infusion, there is no continuous infusion as the rate was cleared when the user refused to overwrite the guardrail limits. When the bolus completes, an information signal is issued. An end of infusion alarm is not happening, as there is no continuous infusion programed. Per requirement: srd-3222-bolus dose the system shall generate an information signal upon completion of a bolus dose infusion. An internal and external inspection of the devices could not be performed due to no devices being returned for investigation. A log analysis of the devices could not be performed due to no devices being returned for investigation. Testing of the devices could not be performed due to no devices being returned for investigation. The alaris user manual (v12.3.2) states the following about bolus doses: if the bolus dose feature is enabled, the bolus soft key appears in the continuous infusion screen and becomes active when a vtbi is entered. The bolus vtbi cannot exceed the programmed continuous infusion vtbi. Programming and starting a bolus dose deletes any programmed delay. If no continuous rate is entered or if the bolus dose vtbi equals the continuous infusion vtbi, the infusion ends when the bolus has been delivered. No kvo infusion follows, but a high priority alarm occurs. Monitor the patient for expected clinical effects when administering extremely small volume boluses. If the programmed continuous dose infusion is outside the soft limit for that care area, an audio alert sounds and a visual prompt appears before programming can continue. If yes soft key is pressed, programming continues; if no soft key is pressed, infusion needs to be reprogrammed. If the programmed continuous dose infusion is outside the hard limit for that care area, an audio alert sounds and a visual prompt appears before programming can continue. The infusion needs to be reprogrammed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the devices not alarming at the end of the infusion was not identified during the investigation. Review of the provided evidence by software engineering demonstrated that the device was operating as intended, and no fault was found. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by bd clinical consultant that the trigger for bolus to becomes available on the screen is the vtbi being entered and not the dose. This contributed to a previously reported programming error event and then there was no priority alarm at the end of the infusion. The bd clinical consultant indicated they have 12.3.1.2 and were able to replicate this issue. There was no patient involvement.